Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter and that the customer received a power source alert. Additionally, it was reported that the battery gauge was fluctuating. Reportedly, the customer was able to charge the pump with an alternate charging method. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.